Event description:
An attempt was made to use a 2.0mm diameter x 12mm length sprinter legend rapid exchange (rx) balloon dilatation catheter in to a patient to pre-dilate a lesion with stenosis greater that 70%. However, it was reported that when the device was inserted in the patient and negative pressure was applied, blood started leaking in the inflation device. The patient is reported to be stable and no other clinical sequelae were reported. Evaluation summary: a large hole had a raised flap of balloon material were evident over the proximal inner shaft marker band. The flap of material was located on the distal side of the hole. The balloon folds were evident and intact along the working length of the balloon indicating that the balloon had not been inflated.

Manufacturer narrative:
(B)(4). Evaluation, results: other - root cause of the event cannot be determined based on information available.